Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to the 300s (mg/dl). Customer administered insulin injections to treat bg levels. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Customer indicated that health care provider would be contacted to discuss diabetes management.